Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile, catalog number 3502325, serial number (B)(4), lot number 6885986. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2015 developed bilateral sharp pain down the sides of both breasts that began in (B)(6) 2016. The patient also reported that she has an autoimmune disease. The patient underwent explantation on (B)(6) 2018. No other case details were provided. This report is for the right implant.